Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 133 mg/dl. The customer's mother stated that the customer was not available to trouble shoot the issue because the customer was at school. The mother was advised to have the customer call back when they can to trouble shoot the matter. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.